Event description:
It was reported to philips that the c-arm came into contact with the patient¿s nose. The report indicated that the patient¿s nose was scraped and bleeding; however, no further information regarding the incident has been provided to date. An investigation into this complaint has been initiated by philips.